Event description:
During a lap adrenalectomy procedure, device jaws stuck together. Instrument made loud noise. Surgeon pushed firing trigger open. No pt consequences. Case completed with another device of the same product code.